Event description:
It was reported via repair work order that the cot base would retract intermittently while loading. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.